Event description:
As reported via the edwards clinical specialist, during a tavr procedure the patient had a valve in valve in order to resolve moderate paravalvular leak (pvl) and central aortic insufficiency (ai). Per the case summary, balloon aortic valvuloplasty was performed without incidence. A 26 mm sapien valve was prepped, inserted, aligned, and advanced without an issue. The valve was positioned and deployed under rapid ventricular pacing (rvp) with a final position of 50:50. Echo showed a moderate pvl and moderate central ai. A second inflation was performed using the retroflex delivery system with an additional half cc of contrast added to the balloon. Tee revealed some improvement in the pvl leak but no change in the central ai. It was decided at this point to implant a second 26 mm sapien valve. The second 26 mm valve was prepped, inserted, aligned and deployed without issue. Echo revealed mild pvl and no central ai. Delivery system and wires were removed without incidence. The groins were closed in a normal fashion. The pt was in stable condition.

Manufacturer narrative:
Echo and cine imagery is not available from the hospital for review. Post deployment of the first sapien valve the final position was noted to be 50:50; although, this cannot be confirmed as the imagery is not available for review by edwards lifesciences. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, the exact cause of the reported event cannot be determined; however, in addition to the procedure itself it is possible that severe calcification of the native annulus and the leaflets contributed to the significant pvl. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.